Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was not able to confirm through visual inspection or by adding water to the set. No leak was observed.

Event description:
The initial reporter stated that they had a set that had pin holes in the tubing, and that it was leaking. The initial reporter also stated that they replaced the set, that there was no delay in the patients therapy and that the patient was presently doing well. [(B)(4)